Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and two non-endologix devices. Patient came in emergently to the hospital for unrelated reasons and a computed tomography (CT) a type 3a endoleak with component separation. The physician elected to implant a non-endologix device with aptus staples to seal the leak. The patient is reported as doing well post procedure.

Manufacturer narrative:
(B)(4). At the completion of the clinical evaluation, there was evidence to support the following reported events: endoleak type iiia with complete component separation between the bifurcated and the non-endologix proximal extension and the balloon expandable stent, secondary procedure of a reline with non-endologix device. Additionally there was evidence to reasonably support the following observation: adynamic ileus/colitis, pulseless electrical activity requiring CPR and medical management, small right groin hematoma, and a relined as an aortouniiliac with a fem-fem crossover. Clinical found evidence to reasonably suggest that the root cause of the event was off label use of concomitant product outside the IFU. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed.